Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Surgeon performed dbs procedure targeting bilateral vim without the field service engineer support. Case proceeded normally. It was noted during post operative imaging that dbs electrodes appear to be deep by nearly 7 mm on left and on 6 mm on right. Micromove - iso was used during procedure to modify the entry point during procedure.

Event description:
Surgeon performed dbs procedure targeting bilateral vim without the field service engineer support. Case proceeded normally. It was noted during post operative imaging that dbs electrodes appear to be deep by nearly 7 mm on left and on 6 mm on right. Micromove - iso was used during procedure to modify the entry point during procedure.

Manufacturer narrative:
Few elements of the complaint history review have been reviewed as part of the investigation. Another complaint was opened for an inaccuracy in depth during a dbs revision surgery. Six other surgeries took place after both reported cases and no inaccuracy issue was reported. It shows that the device probably behaved as expected on the event day. A full analysis of the data logs has been performed. This analysis concluded that the inaccuracy at the target point is confirmed for both trajectories. Multiple user errors might have played a role in the reported inaccuracy: the markers were positioned in the same plane as the leksell frame pins. The registration was validated without a correct verification step. The fusion between pre-operative exams and the fusion between the pre-operative and post-operative CT series were not manually adjusted after the automatic merge. Only one fusion out of four was correct. The method of implantation might also be a factor of inaccuracy. None of the above mentioned factors could be conclusively identified as the root cause for the inaccuracy. Analysis showed that the inaccuracy is confirmed.